Manufacturer narrative:
Insert sheet for the ctni flex reagent cartridge contain the following instructions: "specimens should be free of particulate matter. To prevent the appearance of fibrin in serum samples, complete clot formation should take place before centrifugation. If clotting time is increased due to thromobolytic therapy, the use of plasma specimens will allow for faster sample processing and reduce the risk of particulate matter." Operator's manual for the dimension clinical chemistry sys contain the following instructions: "be sure to follow the sample container MFR's instructions and specs on proper tube storage and handling techniques for mixing, timing and centrifugation." The customer did not follow MFR's instructions for sample handling.

Event description:
A falsely elevated troponin (ctni) result of 23.06 ng/ml was obtained for the ctni method. The lab personnel questioned the result and the ctni was repeated. The repeat result on the same specimen was 0.00 ng/ml. Then the sample was reassayed for ctni on a second dimension analyzer. The ctni result was 0.04 ng/ml. There were no adverse health consequences as a result of the initial falsely elevated ctni result. Analysis of internal qc is consistent with fibrin interference. The error is believed to have been due to sample integrity.